Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house testing was performed with the in-house contour next one meter, in-house contour next test strips and in-house contour next control solution from lot # 2bv2g89, which gave a satisfactory performance. The control readings obtained with the in-house testing were properly marked as control tests. Additionally, the device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the suspected contour next one meter, contour next test strips and contour next control solution from lot # 2bv2g89 for evaluation. An in-house testing was performed with the returned meter, test strips and control solution, which gave a satisfactory performance. The control readings obtained with the in-house testing were properly marked as control results in the meter's memory.

Manufacturer narrative:
The customer returned the suspected contour next one meter, contour next test strips and contour next control solution from lot # 2bv2g89 for evaluation. However, the returned control solution expired in oct-2023. Therefore, an in-house testing was performed with the returned meter, test strips and in-house contour next control solution from lot # 2bv2g98, which gave a satisfactory performance. The control readings obtained with the in-house testing were properly marked as control results in the meter's memory.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer called to report that he ran a control test with the contour next one meter and obtained a reading of 222 mg/dl at 11:55 a.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During troubleshooting, three additional control tests were run by the customer using the correct testing technique and the results were properly marked as control tests. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.